Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of dissection, as listed in xience alpine everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 2.5x15mm xience alpine stent was successfully implanted in the mid right coronary artery (rca) lesion and a 2.25x23mm xience alpine stent was implanted in the proximal rca lesion. Following, a dissection was noted in the proximal rca, requiring placement of a 2.25x15mm xience aline stent. The dissection resolved without sequela that same day. On (B)(6) 2015, the patient was discharged home. There was no additional information provided.